Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3j0885) sigadaptxl, sig power sigadaptxl linear xl adapter, (sn: (B)(6)) sigpshell, sig power sigpshell control shell, (lot #n3k2393y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, the surgeon was firing the 5th reload in the stomach and as it crossed the previous staple line, the excessive force screen was indicated on the handle. The surgeon waited for over a minute and tried to pulse fire the reload with no luck. The staple line was incomplete centrally. The reload was retracted and the surgeon removed the majority of the excess staples and reinforcement material. It was also noted that there were some unformed staples that the beam did not form in the stomach tissue. The surgeon continued the firing using a stapler from another manufacturer. There was no patient injury.